Event description:
The end user alleges they were on their scooter and when they put the key in the scooter went into reverse. They ran into their truck with the scooter causing a severe bruise to their leg.